Event description:
It was reported that a few days after the implant procedure, the patient experienced muscle stimulation. Pacing was temporarily disabled and the patient still reported feeling muscle stimulation. The source of the stimulation could not be determined.